Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support suggested to the customer to replace the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm during use on a patient on the vela ventilator. The customer reported there was no patient harm associated with the reported event.